Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the battery would not hold charge and the battery gauge would fluctuate. No reported adverse impact to the customer's blood glucose. Customer reverted to an alternate pump for insulin therapy.